Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported the patient had found out the pump was improperly working. It was confirmed nothing was wrong with the pump ¿just the tubing¿. There was a nick in the tubing. The surgeon that did the initial surgery for the patient¿s spinal cord injury was able to go in and ¿fix what was not working¿. It was reported ¿so that¿s been taken care of¿. The device system was used to deliver gablofen. It was later reported the device system was used to deliver lioresal. It was confirmed the pump was not the issue and that the cause of the event was the catheter. A break, tear or hole in the proximal (pump) segment of the catheter was reported. A catheter dye study had been performed, reportedly in atlanta. The signs and symptoms associated with the event included ¿it baclofen was not helping - the test beforehand¿. The patient required hospitalization. The catheter was revised on (B)(6) 2013. The outcome to the patient was no injury.